Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden rise in impedance and thresholds was noted on the right ventricular (rv) lead, and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.